Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that an inappropriate shock was delivered. No anomaly was noticed on the leads measurements. However, it was observed that ventricular oversensing could lead to an inappropriate shock. The ventricular sensitivity was reprogrammed from 0.4 mv to 0.8 mv and the persistence from 15 cycles to 20 cycles. Since the next follow-up was planned for (B)(6) 2019, it was decided to hospitalize and follow-up the patient until then. On (B)(6) 2019, no anomaly was observed on the leads measurements and no episode showed noise oversensing. A provocative test was performed during the follow-up, but no noise was reproduced. The patient was discharged from the hospital on (B)(6) 2019. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2019 and on (B)(6) 2019 and revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190731 - file-2019-01112 - analysis_and_closure_report_resp-2019-00566.pdf].

Event description:
Reportedly, during a follow-up performed on (B)(4) 2019, it was observed that an inappropriate shock was delivered. No anomaly was noticed on the leads measurements. However, it was observed that ventricular oversensing could lead to an inappropriate shock. The ventricular sensitivity was reprogrammed from 0.4 mv to 0.8 mv and the persistence from 15 cycles to 20 cycles. Since the next follow-up was planned for (B)(6) 2019, it was decided to hospitalize and follow-up the patient until then. On (B)(6) 2019, no anomaly was observed on the leads measurements and no episode showed noise oversensing. A provocative test was performed during the follow-up, but no noise was reproduced. The patient was discharged from the hospital on (B)(6) 2019. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2019 and on 25 march 2019 and revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.